Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2016 with the following findings: investigation revealed that the display was dim, fading, and discolored. Unrelated to the original complaint, investigation revealed that the battery compartment and pump casing was cracked in multiple places. Additionally, there was evidence of moisture in the battery compartment and behind the display lens. Leak testing revealed a battery compartment leak and there was evidence of moisture found on the printed circuit board. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.